Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. A getinge field service engineer (fse) was able to reproduce the customer's complaint. Fse had found that printer was intermittent. With reviewing the logs fse had found no major faults codes. Replaced the thermal printer, cleaned touchscreen and re-calibrated. Functional tested without any further failures or issues. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use. Also pneumatic module to back-plane cable was not part of the customer's complaint. During the inspection of the cardiosave, fse had found one of the wires had a nick in the insulation and was exposing the wire, so fse replaced cable due to the expose wire. The failure analysis and testing dept. Received the following parts associated with this complaint: part cable, pneumatic module to backplane please note: this cable was not part of the customers complaint. The failure analysis and testing dept. Performed a visual inspection and found that part printer to be in good condition. Cable, pneumatic module to backplane please note: this cable was not part of the customers complaint. The service tech had noticed this cable had a nick in the wire and the wire was exposed. The rep replaced the cable. The failure analysis and testing dept. Installed part printer into the cardiosave test fixture and tested the printer to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Started the printer and allowed it to run in the continuous mode. After running for approximately 15 minutes, the printer stopped printing and would not start up again. The printer failed testing. Retaining the printer and the cable in the fat dept. Per procedure number (B)(4) rev.ar. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit will not print. There was no harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).